Manufacturer narrative:
Evaluation summary: the homechoice machine was received and evaluated. Three simulated patient therapies were performed using the patient's therapy settings. During these therapies no problems were encountered. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed no issues related to overfill. No failure or malfunction of the device was observed that could have caused or contributed to the reported difficulty. Based on a review of all available information, the probable cause of this overfill was determined to be insufficient drain due to multiple cycles that advanced to fill when there was a slow or no flow condition detected above the minimum drain volume threshold. The device will be routed to the service area.

Event description:
During evaluation of a returned homechoice machine, an overfill was discovered in the cycle by cycle ultrafiltration log. In the therapy session started in 2007, drain 6, the home patient's ultrafiltration (uf) reading was 731 ml. This uf indicates that the home patient (hp) drained 731 ml more than the programmed fill volume of 2000 ml for a total drain of 2731 ml.